Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral valve tissue damage, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation concluded that the reported patient effect was related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
This report is being filed because during use of the clip delivery system (cds), the leaflet was damaged and mitral valve replacement surgery was performed. Mitral valve replacement surgery is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. After placement of the clip delivery system (cds), there were 4-5 unsuccessful attempts to grasps the leaflets and tissue damage was noted to the posterior leaflet; therefore, the clip was not deployed. The procedure was aborted and mitral valve replacement surgery was successfully performed the same day. There was no reported adverse patient sequela and the patient is scheduled to be released from the hospital in a week. There was no additional information provided.